Manufacturer narrative:
(B)(4). Concomitant medical devices: (qty:4) unknown orthopediatrics screws. Customer has indicated that the device is being returned for evaluation. The investigation is underway.

Event description:
It has been reported that following the placement of a locking cannulated blade plate, the patient underwent a revision procedure due to blade fracture.